Manufacturer narrative:
Device labeling addresses lymphoma: "published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma." Device labeling addresses palpability/visibility, deflation, and seroma: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." Device labeling addresses inflammation/irritation: "many events were assessed with severity ratings, and for these complications the rates shown in the table include only complications rated moderate, severe, or very severe (excludes mild and very mild ratings). All occurrences are included for reoperation, implant removal, leakage/deflation, scarring complications, irritation/inflammation, seroma, hematoma, skin rash, infection, implant extrusion, and tissue/skin necrosis." Device labeling addresses erythema: "infection - in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever."

Event description:
Health professional reported via voluntary mw5039349: "alcl case report. History of bilateral breast augmentation. Pt [has] hx of painful swelling of left breast after a mammogram. She then had induration and erythema of inferior portion of left breast. Pt underwent MRI and skin biopsy of the indurated portion of [the] left breast. By report, the biopsy showed inflammatory tissue, but no malignancy. The pt presented with increased pain and swelling of [the] left breast. [The] left breast was firm, and larger volume than [the] right breast. [Patient] had an area 5 x 8 cm of erythema along the inferior aspect of the left breast." Upon removal, "[patient] had dense fibrosis and induration of the skin and underlying breast tissue on the left. Frozen section pathology was consistent with probable inflammatory carcinoma. Entire capsulectomy performed bilaterally. On the left, the capsule was thick and firm, and the implant was completely deflated. The implant was surrounded by 250-300cc of cream, monogenous yellow fluid. This was sent for cytology. Procedure was bilateral capsulectomy with removal of implants, and closure over drains. The implants were mcghan textured saline implants, 270cc, appeared to be shaped implants. No other identifying marks on implants." Lymphoma will be captured until confirmation of alcl, cd30+ and alk-, is received.